Event description:
It was reported to covidien that during use the spo2 value lowered to 97%. The doctor changed the sensor to ds100a. It's reading was 100%. No pt harm reported.

Manufacturer narrative:
(B)(4).